Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.